Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Article citation: ¿crèvecoeur, julie & jossa, véronique & somja, joan & parmentier, jean-claude & nizet, jean-luc & crèvecoeur, andré. (2019). Description of two cases of anaplastic large cell lymphoma associated with a breast implant. Case reports in radiology. 2019. 1-6. 10.1155/2019/6137198.¿ the event of lymphoma and seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: fluid, alcl-lymphoma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are a known potential adverse events addressed in the product labeling.

Event description:
Article :¿description of two cases of anaplastic large cell lymphoma associated with a breast implant." Reports: a (B)(6) year-old woman with an increase in volume of left breast. The left breast was much larger than the right. A partial evacuation by fine needle aspiration was performed. No sign of infection was found. The pathologic evaluation of the second part of this sample identified atypical cells and a positivity for cd30. Immunohistochemical analysis demonstrated an expression of cd45 and cd3. The cells did not express alk and ck7. For this patient, the bia-alcl-specific tnm staging system is t1n0m0 (stage ia). The patient underwent bilateral implant removal and capsulectomy. The total samples were analyzed. No lymphomatous infiltration was found in the periprosthetic capsule and cd30 remained negative on each slides. This record relates to the left side.